Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events (gastrointestinal bleeding and dizziness) could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transferred from an outside facility for dizziness and leukocytosis. The patient had been feeling dizzy without loss of consciousness, had positive orthostatics, and a white blood cell count of 13.07. The physician lowered the speed of the ventricular assist device to see if the dizziness and orthostatic corrected the issue. The patient also complained of a toothache. On (B)(6) 2021 the patient had a positive fecal blood occult, white blood cell count normalized to 8.00, and hemoglobin and hematocrit levels were stable. Additional information was received that blood was found in the patient's feces but no colonoscopy was performed to determine the site of bleeding. The patient did not have an infection or symptoms. The patient was discharged with follow up scheduled with cardiologist.